Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, screen shot of service screen has been sent and analyzed by technical support. The root cause of failure is the defective display (screen interference effects). It is clearly visible but machine is starting-up properly in the background. Start-up buzzer test and start-up sound audible. Touch screen clicks visible as well. This means that both the controllers are working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has mixed color screen. At this time, there is no information regarding patient involvement associated with the reported event.